Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 57-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the purge sidearm was dripping from the bottom of the clear cover. Fluid was noted inside the clear cover of the sidearm. No alarms were noted. Purge pressure and flow were within operating parameters. The next day there was no further dripping from the purge sidearm. It was further reported that the patient had oozing from the impella access site which resolved on its own. The patient was heparin-induced thrombocytopenia (hit) positive, so heparin was stopped, and blood products were given. The patient is stable. The purge leak is not reportable, cassette was removed and reinserted and there was no further leaking the following day, there is no/limited potential for adverse impact to patient. The bleeding, not reportable, there was no lasting harm or injury that necessitated any intervention.

Manufacturer narrative:
The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05975 b2 life threatening was inadvertently selected, should have been required intervention to prevent permanent impairment/damage d4 model number d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing. H6 health effect - impact code 4641 was inadvertently omitted. H6 component code revised from the initial submission in accordance with updated procedures. H10 instructions for use revised from the initial submission in accordance with updated procedures.